Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have over-sensing of noise, inappropriate automatic mode switch, and high pacing impedance. The noise was reproducible with movement and the physician suspected ra lead age as the cause of the malfunction. No intervention was performed. The patient was asymptomatic and stable throughout.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014